Manufacturer narrative:
Analysis was normal. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited far r-wave oversensing on the atrial channel for several months. The device was reprogrammed on (B)(6). Patient did not experience any adverse events. Patient's device was upgraded to an implantable cardioverter defibrillator later on the same day. Patient was fine before, during, and after procedure.